Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode of pre-syncope associated with ventricular oversensing which appears to be due to diaphragmatic myopotentials while straining on the toilet. This caused 2-6 second pauses in pacing. After direct discussion with the patient, it appears that he often has pre-syncopal episodes that are due to orthostatic blood pressure (bp) decreases. The patient seemed unclear as to wether he was actually pre-syncopal with the episodes in question. While having the patient do some deep breathing and a valsalva while printing real-time electrograms with the right ventricular (rv) sensitivity in least, there was no inhibition of pacing was seen. Rv lead impedance and threshold values were normal. ,

Event description:
Boston scientific crm received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode of pre-syncope associated with ventricular oversensing which appears to be due to diaphragmatic myopotentials while straining on the toilet. This caused 2-6 second pauses in pacing. After direct discussion with the patient, it appears that he often has pre-syncopal episodes that are due to orthostatic blood pressure (bp) decreases. The patient seemed unclear as to whether he was actually pre-syncopal with the episodes in question. While having the patient do some deep breathing and a valsalva while printing real-time electrograms with the right ventricular (rv) sensitivity in least, there was no inhibition of pacing was seen. Rv lead impedance and threshold values were normal. The device sensitivity was changed from nominal to least. Following this, the patient has not had any more episodes and was followed on a regular basis. At a later date, this crt-d was explanted and returned for disposal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.32 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitors, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.